Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by incorrect info on received messages. The technical service engineer updated the orders of the patient and resented the new orders to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a communication issue and patient orders were not crossed. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.